Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was seen on (B)(6) 2014 for a refill and had a drug concentration change done with a bridge bolus programmed. The patient left the clinic and was "feeling fine". Last night, the patient developed withdrawal; cold, nausea, vomiting, shaky, and increased pain. The patient went to the local ER (emergency room) at 0100 am this morning. The manufacturer representative (rep) was asked to interrogate the pump, and the bridge calculations were confirmed. No alarms were seen in the logs. The pump status was showing the correct programming and a last change date of (B)(6) 2014. The pump contained morphine and bupivacaine. It was further reported the patient had been currently admitted to the hospital since last night. The patient was experiencing "throwing up, diarrhea, fever, on/off chill, seizure like episodes such as shaking and trembling, the hebejebies". They were currently waiting to check the status of the pump. It was further reported, the patients current status was unknown. The pump was put on minimum rate and was given "orals" and sent to their managing healthcare professional (hcp). It was further reported the cause of the event was unknown. The patient was given oral morphine and the pump was set to minimum dosing. The patient was offered a dye study, but patient declined and wanted the pump out. The issue had not resolved and the symptoms/issue was ongoing.